Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level was 460mg/dl. The customer drank ice water. The customer needed assistance with programing the pump. The customer was assisted. The customer was advised to monitor the device.